Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
It was reported that customer had high blood glucose even after treating with bolus delivery and inquired if insulin pump was functioning correctly. During troubleshooting, it was found that drive support cap was flushed, and insulin was leaking from tubing, time and date were correct, basal rates were correct, insulin did exit tubing, and no air found in tubing. It was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.